Event description:
On (B)(6) 2011, pt reported that she experienced multiple concerns while using the infusion sets. On two occasions, pt attempted to manually insert the headset and the cannula bent in more than one place before puncturing the skin. On one occasion, pt reported her blood glucose elevated approx 6 hours after the headset was inserted. She removed the headset and the cannula was bent in more than one location. Blood glucose elevated to "hi." Pt changed the headset and bolused to decrease blood glucose to target range of 120-150 mg/dl. Also, on one occasion, pt caught the infusion tube on a drawer. The cannula came out of her body, but the adhesive stayed stuck to her skin. Pt has used this type of infusion set for 3 months. Headsets were inserted manually. There was insulin leakage at the infusion sites. Alleged infusion sets were discarded and will not be returned for eval. Product was replaced. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.